Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) has been confirmed. As received, the belt receptacle was pulled from the monitor case and was disconnected from the j1001 connector on the computer / analog (ca) board. The cause of the code 204 is the damaged receptacle. The root cause of the damaged receptacle is excessive force placed at the receptacle. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned an electrode belt indicating that it could not complete testing.